Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported that his one touch ultra meter kept powering off during use and that he was treated by a medical professional. Medical affairs specialist had called and left a message on (B)(6) 2004 to obtain further info, but there was no response back. A letter will be sent to him. Based on the initial info provided, the issue was not resolved with troubleshooting. The meter kept shutting off before the time was up. The batteries were check and they were installed correctly. The condition of the battery contacts was good and the batteries were last replaced less than a year ago. The pt did not experience any symptoms at the time of concern, but is documented that he was treated by a medical professional there is no further clinical info regarding the treatment or if he was tested by a medical professional. Therefore, it cannot be concluded that the meter malfunction contributed to any event. However, this case is reported as a meter malfunction since the issue was not resolved.